Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing severe pain. The patient was admitted to the hospital and was given tylenol and methocarbamol. The patients programs were set too high, which may have caused the severe pain. The patients program was optimized and their pain areas were covered.